Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient states that she does not feel therapy when not physically interrogating her ins. Handset and communicator will disconnect intermittently. Ts determined that the intermittent disconnection of handset and communicator to her ins is due to the inactivity and sleep function of the devices. This is intended to save battery. Ts reviewed that therapy cannot turn off unless given a command. The inability to feel stimulation when not connected is not something ts is aware of. Patient noted she could not void this morning. The issue was not resolved through troubleshooting. Ts advised to meet with hcp to determine if therapy is, in fact, turning off.